Manufacturer narrative:
Per the field service representative (fsr), the roller pumps were flashing "system computer not available", and the end-users had to shut the system down by using the power switch. The fsr could not duplicate the event. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) locked up and nothing could be controlled. There were no reported adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate to the manufacturer's specifications for several days, in both ambient and cold temperatures. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specification.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.